Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "battery error" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum v9 wireless battery caused battery error to display on the pump during normal saline therapy at 35 cc bolus in the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.